Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of death as it was reported to have occurred in (B)(6) 2011. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a mid left anterior descending artery (mlad) stenting procedure, after post stent dilatation of a promus 3.0x38mm stent, stenosis in the 2nd diagonal artery increased. Balloon angioplasty was performed. There was no adverse patient sequela and one day post procedure, the patient was discharged. Additionally, sometime in (B)(6) 2011, the patient died at home. Cause of death was not provided and an autopsy was not performed. There was no additional information provided.